Event description:
In 1996, a gore-tex suture was used as a mitral leaflet chordae. On (B)(6) 2005, the pt became short of breath and on (B)(6) 2006, a procedure to correct mitral regurgitation was performed. It was reported that during the procedure, the physician observed the suture was ruptured. Additionally it was reported there were no complications during surgery. There was no allegation of deficiency made by the physician. The explant analysis is pending.

Manufacturer narrative:
Method - no lot number info was supplied, therefore, a review of the mfg paperwork could not be conducted. Results: the investigation is currently in progress.